Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse identified the f8 fuse had blown, causing the console to fail to power on. The part was replaced, and the laser passed full functional and electrical safety testing. Based on the information available, the reported event is confirmed. The replacement of the fuse resolved the issue. It is likely that the damaged fuse could have affected the console performance, leading to the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console was turned on but it failed to turn on, which prolonged the procedure. The procedure was completed with a different console without further patient complications. The anesthesiologist was consulted, and it was learned that the anesthesia time was prolonged for about 10 minutes, resulting in the accumulation of anesthetic drugs and more drug metabolism time, which might lead to adverse reactions related to anesthesia drugs. After the procedure, the physician tried to start the console again, but it could not be turned on. The console was later inspected, and it was identified that the cause of the issue was a blown fuse.

Event description:
It was reported that during a procedure, the console was turned on but it failed to turn on, which prolonged the procedure. The procedure was completed with a different console without further patient complications. The anesthesiologist was consulted, and it was learned that the anesthesia time was prolonged for about 10 minutes, resulting in the accumulation of anesthetic drugs and more drug metabolism time, which might lead to adverse reactions related to anesthesia drugs. After the procedure, the physician tried to start the console again, but it could not be turned on. The console was later inspected, and it was identified that the cause of the issue was a blown fuse.